Event description:
It was reported that the biventricular pacing percentage was not as expected. Technical services (ts) analyzed device episode data and found that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was oversensing the patient's atrial flutter which resulted in pacing inhibition. Ts suggested turning off lv sensing. No adverse patient effects were reported. Currently, this crt-d system remains in service.